Event description:
This is a spontaneous report by a nurse from the (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed cloudy effluent. On (B)(6) 2010, the patient was hospitalized for the cloudy effluent. The cause of the cloudy effluent was unreported. It was unknown if treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, the patient was still hospitalized and had not recovered from the cloudy effluent.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause for the cloudy effluent was undetermined. A batch review was performed for the potentially associated lot numbers (h10d30064, h10f01037, h10d30064), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.